Event description:
A mayfield skull clamp (a1059) was reported to not hold the pressure. When 60 pounds was applied it reverted to zero in seconds. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.